Event description:
2024-oct-02 00825889 (hcp, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera needs replacement. There was no patient involvement. 2024-oct-17 00825889 (rep): additional information was received, there was damaged hardware on the camera and a camera localizer faulted error message.

Manufacturer narrative:
H6: a manufacturer representative went to the site to test the navigation system. It was reported that a camera localizer faulted error appeared and there was a confirmed hardware damage/failure check to the camera. The manufacturer representative (rep) replaced the camera and the system functioned. Codes b01, c08, and d02 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the damage to the camera. A1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.